Manufacturer narrative:
Correction: section h6 patient code - the patient code should have been 2388 instead of 2199 in the initial report. This correction is reflected in this additional report 3.

Event description:
Additional information received indicates that this patient underwent surgical intervention during which the ipg was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the end of service (eos) message appeared on the patient's controller. Further troubleshooting is pending.

Event description:
Additional information received indicates that the patient may undergo surgical intervention to address the issue.